Event description:
It was reported by the customer that there was an electrical cord issue. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device has not yet been returned to MFR for eval, and no add'l info is known. F/u will be issued based upon investigation results.